Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the als m3536a (heartstart mrx als monitor) indicating that the device failed self-test. The event was outside of use and there was no reported patient nor user harm. Remote support was provided, the device failed the self-test due to connection failure, specifically a broken electrode. The broken electrode was replaced. The broken electrode is confirmed and clarified as the electrode pad/s. The device was returned to full functionality, returned to service and remains at the customer site. The broken component is not available for investigation at it remains at the customer site and return is not expected. Based on the information available and the testing conducted, the cause of the reported problem was broken electrode. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the self-test failed due to a connection issue. No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.